Event description:
The international distributor reported the ventilator would not operate on ac power. The customer reported the unit was in use on a patient, and there was no patient harm. The distributor replaced the power supply to correct the reported problem. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Parts not returned from (B)(4) due to customs costs. Power supply. Parts not returned due to customs costs.